Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this essentio pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Far-field oversensing was also observed. The system was reprogrammed to bipolar sensing and remains in service. No adverse patient effects were reported.